Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. The insulin pump backlight functioned properly noted. The insulin pump was unable to perform operating currents due to no button response.no blank display noted. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer's parent called and reported that the buttons on the insulin pump were not working, hard to press, and the backlight would not turn on. It was also stated the pump would sometimes turn off without warning. Customer's blood glucose was not known. It was stated there were no significant events leading to the keypad issues. It was advised that the customer discontinue use of the device and revert to a back-up plan. It was advised the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.